Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which exceeded 5 minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised monitoring for any future time discrepancies, which the caller understood and acknowledged.